Manufacturer narrative:
Pending investigation. Concomitant medical products: 170-32-00 - biolox delta femoral head 32mm od, +0mm, 4767131, 180-01-50 - nv crown cup clstr hole 50mm group 1, 4552055, 180-65-25 - alteon 6.5mm screw, 25mm, 4342511, 188-00-03 - wedge plasma s/o sz 3, 4147102. Recall number: z-1732-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient complained of pain and the surgeon reported that the poly was wearing down too fast. Patient was revised on (B)(6) 2022. The reported event is not related to the breakage of a device or a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on the available information, the revision involved may have been the result of a combination of the risk factors specified, including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: e, g. Based on the available information, the revision involved may have been the result of a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.